Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 6.4 mmol/l. Customer advised that the damage is located on the reservoir compartment and as a result it is hard to hold the reservoir in. Troubleshooting for the cosmetic damage was performed. Customer advised a piece of the insulin pump fell off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The test p-cap did not lock in place during testing due to a fully-broken off reservoir tube lip. The pump also had a missing reservoir tube o-ring, minor scratches on the lcd window, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.